Event description:
It was reported that the intraocular lens (iol) failed and patient injury sustained. However, there were no details provided as to the failure of the intraocular lens (iol) and patient injury. No additional information could be obtained.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The review of the manufacturing documentation and testing were found within product specifications. No deviations or non-conformances (ncr) were generated. Based on the manufacturing record review, no deviation or assignable cause was identified when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.